Event description:
This is report #3 of 3. Three centrimag motors were received by the manufacturer. No patient identification was provided, however, it was reported that the events involved two separate patients and three motors. One patient was reported to be on bi-ventricular circulatory support, one patient was on single (unspecified) ventricular circulatory support and one of the patients was additionally supported by extracorporeal membrane oxygenation, however it could not be confirmed which patient. One event occurred while the patient was in the operating room undergoing a mitral valve repair. It was reported that the primary consoles began to alarm with "motor overheat" and "unable to maintain set rpm''s" and the pump motors subsequently shut down. The patients were reportedly asymptomatic. The pump motors and primary consoles were exchanged for the back-up devices and the patients continued on support. Attempts were made to obtain further information but to date, no further information was provided.

Manufacturer narrative:
Information was not provided. The motor is not a single use device. The device was returned for analysis. Evaluation is not complete.the other motors referenced were reported under MFR report #2916596-2015-00386 and #2916596-2015-00387.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The returned motor was cleaned, disinfected, and connected to an in-house flow probe, mock circulatory loop, and in-house console. The console was then powered on and the motor speed was set to 3000 rpm with a flow rate of 5 lpm. As soon as the motor cable was moved, the in-house console sounded/displayed a set speed not reached alert, and the actual displayed motor speed value fluctuated below the set speed value. The returned motor was then disconnected and the motor and bearing phase impedances were measured using a multimeter while the motor cable was manipulated. The results of this testing showed that there were open circuits in the two motor phases and in bearing phase a, indicating that there was a cable break, possibly near the motor cable¿s exit site. The point in time when the cable break occurred and the root cause for its occurrence could not be conclusively determined; however, the cable break could be due to aging and/or mechanical stress during handling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.